Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the accidental failure of the power supply board of the subject device. Because there was no tendency to a frequent occurrence. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was turned off a few seconds soon after turning on the subject device at the maintenance. At the incoming inspection for the repair, olympus (B)(4) checked and could duplicated the reported phenomenon. Olympus (B)(4) found the power supply unit failure of the subject device which might have been caused the reported phenomenon and that failure made the subject device turning off automatically. There was no report of patient injury associated with this event.